Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad button would intermittently stick and require multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth and mild soap. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.